Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was unable to be confirmed; the deflation times were measured and met specification. The difficult to position with the microcatheter was able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue, difficult to remove, or difficult to position from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, totally occluded lesion in the mid right coronary artery (rca) with heavy calcification and 99% stenosis, a non-abbott guide wire and a non-abbott micro catheter were advanced through the rca. Pre-dilatation was performed with a 2.5x15 mm trek dilatation catheter at the lesion. A 3.0x28 mm rx xience prime stent delivery system (sds) was prepped per the instructions for use without any issues noted. The sds was advanced to the lesion resistance was felt with the non-abbott micro catheter and deployed; inflated one time at 14 atmospheres to deploy the stent. When the balloon of the sds was attempted to be deflated several times, the balloon did not deflate; negative pressure was held for 60 seconds. Reportedly, the decision was made to pull out the whole system with the expanded stent and balloon from the patient anatomy and slight resistance was noted with the patient anatomy and micro catheter. A 3.5x25 mm xience prime sds was advanced and deployed at the proximal rca and a 2.5x23 mm xience v sds was advanced and deployed at the bifurcation of the rca. The procedure was successfully completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.